Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 1. The system was verified and ready for use. The 32056 error was found indicating fault on the yaw axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where usm agc current was found to be failing on the yaw axis, replicating the reported problem. Once testing was completed, the yaw searchlight pca was aba tested and was verified to be the source of the fault. The complaint was confirmed by failure analysis. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure using an xi system, user informed the technical support engineer (tse) that universal surgical manipulator (usm) 1 repeatedly displayed error codes 40241 followed by 32056. The user performed multiple hard power-cycles on the system, but the errors persisted. The user aborted the procedure because they needed all 4 arms for the case. There was no report of patient involvement or patient injury.